Manufacturer narrative:
The cause of the reported "possible reaction" cannot be determined. As reported reactivity testing was not performed and it is unclear if the patient is still experiencing any symptoms. Based on the information provided no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a spinal surgery and a hernia repair during the same procedure. As reported two days following the procedure, the patient began to experience symptoms of a possible reaction. A piece of the mesh used in the hernia repair was pulled from the hospital stock to be used to perform a reactivity test on the patient. As reported, the testing had not been completed prior to discharge and the contact is unsure if they patient is still experiencing any symptoms.